Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The reported problem was not confirmed. The device was operational after other repairs were completed and the device was returned to the customer.

Manufacturer narrative:
The device has been returned for bench testing, however the evaluation has not been completed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker error. It is unknown if the device produced sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.